Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, and before surgical port placement, a clinical sales associate (csa) reported on behalf of the customer that, while operating room (or) staff were preparing for the procedure, the patient side cart (psc) was driven over the blue fiber cable (bfc), damaging the cable between the psc and the vision side cart (vsc). The csa confirmed the procedure was converted to traditional laparoscopic surgery and noted the account likely did not have an extra bfc available. The technical support engineer (tse) reviewed system logs and confirmed core-reported communication errors. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.